Event description:
It was reported that the user experienced a low blood glucose reported at a value of 43 mg/dl while using a dexcom g7 continuous glucose monitor (cgm) with the ilet system and had self-treated with candy and gummy worms, later acknowledging overtreatment and meal announcement practices that contributed to glycemic variability. Symptoms included sweating, confusion, dizziness, and panic during the hypoglycemic episode. Outcomes included recovery to an in-range glucose confirmed by fingerstick without the need for emergency care. Investigation included agent review of event details, user education on avoiding pump pauses and on appropriate hypoglycemia treatment. Investigation of this case revealed user-related factors, including overtreatment of hypoglycemia and maladaptive meal announcements, leading to a rollercoaster effect rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that user behavior and use error were the primary causes.

Manufacturer narrative:
Initial.